Event description:
The customer called for help with the meter. While going through the features of the meter, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events. He was able to reset the meter to mg/dl, and no product will be returned.